Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's clinic visit (patient was implanted at another hospital), it was noted that the patient was having brown serous fluid draining from nick and tears on the sheath covering of his driveline. The hospital staff suspected that there was a possible driveline breakage or a compromise internally. The manufacturer recommended moving the patient up on the transplant list or exchanging the patient's pump. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.